Event description:
It was reported that the housing opened during a procedure, exposing the non-sterile battery that fell into the surgical field. There are no allegations of adverse consequences associated with this event.

Manufacturer narrative:
A non-conformance was opened in the CAPA process to address this issue. Continued testing to determine a root cause of the event will be performed and tracked in this non-conformance. The issue will be monitored and reviewed in accordance with the CAPA procedures, and if any corrective actions are required they will be captured and initiated through this process. A f/u report will be submitted when the root cause has been determined.